Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The insulin pump alarmed battery out limit after battery change. Customer was assisted on reprogramming time and date. The batteries were out of the device greater than duration allowed. It was found that the customer was using batteries that expired in march, 2009. Blood glucose value was 108 mg/dl. Nothing further reported.